Event description:
During a remote follow up, it was noted there was oversensing due to crosstalk and inappropriate mode switching on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was noted there was oversensing due to crosstalk and inappropriate mode switching on the right atrial (ra) lead. Technical support was contacted and noted competitive atrial pacing and a functional loss of capture on the ra lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.